Event description:
It was reported that upon interrogation, an alert was received showing the device in back-up mode. It was noted that the patient had a surgery performed where monopolar cautery was used near the device. New firmware was successfully downloaded and the device was restored to normal operation.